Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was inconsistent matching of the qrs complex with the morphology template and extrasystoles. The device was reprogrammed and the patient was stable.